Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury sustained by the patient. Isi has contacted the site's quality risk director to gather additional information regarding the reported event. As of the date of this report, no additional information has been provided. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient sustained a ureteral injury during a da vinci si hysterectomy procedure.

Event description:
It was reported that during a da vinci surgical si hysterectomy procedure, the patient sustained a thermal injury to the ureter. No other information was provided.